Manufacturer narrative:
19 samples were returned for investigation. He sets were examined for defects and abnormalities. All 19 male luers had cracks. No other defects or abnormalities were observed. The customer complaint was verified. The root cause for the issue cannot be traced to the manufacturing process. There is a potential root cause of alcohol use on the plastic, which can weaken it. This issue is seen while the alcohol is still wet, so the set should be given time to dry. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set damaged. The following information was received by the initial reporter with the following information: rn noted the cracked primary tubing at the connection site to the purple lumen nexus cap. Tubing change completed. Lot number.